Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Original implant date approximately 8 weeks earlier form explant date. Device is not expected to be returned for manufacturer review/investigation. Concomitant devices reported: part number 04.038.290 / unknown lot number (helical blade), quantity x 1; part number 04.005.526 / unknown lot number (locking screw), quantity x 1. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(6). Manufacturing date: 10-jul-2017. Expiration date: 31-may-2027 . Part #: 04.037.142s, lot#: h401085 (sterile) - 11mm/130 deg ti cann tfna 170mm - sterile. Quantity 5. Inspection sheet for in-process/inspect dimensional/final tfna assembly met inspection acceptance criteria. Component parts reviewed: 04.037.942.2 - lock prong 130 degree, tfna bp-55 lot ¿ l393803; 04.037.912.4 - wave spring, shim ended bp-55 lot ¿ h249480; 04.037.912.3 - tfna lock drive bp-58 lot ¿ h386839; 21127 - raw material lot bp-80 lot ¿ h216906. Raw material received from (B)(6). Certificate of analysis for titanium received from (B)(6). Meet specification. Raw material receiving/put away checklist meet requirements. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2017 to remove a broken tfn-advanced proximal femoral (tfna) nail. The patient had the original surgery approximately 8 weeks earlier. The patient denied falling or stumbling post-operatively. An x-ray (not available for review) taken post-operatively showed the basilar neck fracture was not united. During the revision the alleged tfna nail was removed without difficulty and all fragments were retrieved. The nail broke on the proximal side of helical blade and it was removed in one piece. The helical blade and locking screw were easily removed whole and intact. The patient received bone graft for the fracture and was implanted with a proximal femur locking compression plate and an unknown quantity of locking screws. The procedure was successfully completed. No patient harm was reported. No surgical delay was reported. The patient outcome was reported fine. This complaint involves 1 device. Concomitant devices reported: part number 04.038.290 / unknown lot number (helical blade), quantity x 1; part number 04.005.526 / unknown lot number (locking screw), quantity x 1. This report is 1 of 1 for (B)(4).